Manufacturer narrative:
Returned device was received in worn physical condition. During the evaluation of the device, the pump was found to be weak and it would turn off and on. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer experienced failure. No adverse events were reported.